Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection was not tight and the user noticed leaking. The user changed the tubing and resumed insulin delivery. The user's blood glucose (bg) level was 300 mg/dl. The user would address bg level with a bolus via the pump.